Manufacturer narrative:
DHR review results: the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis:no trend identified. - event summary: the customer reports that during the removal of a znn cmn lag screw, the slot of the lag screw for the screwdriver was broken. It was impossible to remove the lag screw. A new surgery has to be planned. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents received devices analysis: no product was returned to zimmer biomet for in-depth analysis review of product documentation: - the correct removal of the znn nailing system is described in the surgical technique. Root cause analysis: possible root causes, this kind of breakage can occur within the following known situations: - within a not fully engaged and securely connected lag screw inserter/ lag screw retaining shaft. If the contact surface of the instrument and implant is too small, too high forces will be transmitted on the cams which leads to a fracture of this section. - excessive bone ingrowth onto the lag screw due to long in vivo time of the implant system, which results in high forces being required to remove the screw in a revision case. Some cases are known were a removal was planned 25 month after implantation whereas a fracture should be united within 6-9 month. - pathogenic bone diseases (e.g. Bone tumor) which affect mechanical properties of the bone (harder/ denser bone substance) conclusion summary: - within a not fully engaged and securely connected lag screw inserter/ lag screw retaining shaft. If the contact surface of the instrument and implant is too small, too high forces will be transmitted on the cams which leads to a fracture of this section. -> as risk mitigation in the surgical technique it is mentioned that the lag screw inserter and the lag screw must be fully engaged and securely connected. It¿s also mentioned in the clinical evaluation report (cer) as general risk. - excessive bone ingrowth onto the lag screw due to long in vivo time of the implant system, which results in high forces being required to remove the screw in a revision case. Some cases are known were a removal was planned 25 month after implantation whereas a fracture should be united within 6-9 month. -> in the clinical evaluation report it is mentioned that those kind of implants serve as temporary implants and normally are removed after 8-12 month. Any decision to leave the implant in the patient is upon individual decision of the hcp. - pathogenic bone diseases (e.g. Bone tumor) which affect mechanical properties of the bone (harder/ denser bone substance). This risk is already addressed in the IFU. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer¿s reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer did not receive the device for investigation as it is still implanted. No surgical report or x-rays were provided for review. Where lot number was received for the device, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as additional information become available and/or an investigation result be available, an amended medical device report will be submitted. Zimmer's reference number of this file is cmp-(B)(4).

Event description:
The patient was implanted a znn cmn lag screw on(B)(6) 2016.it was reported that during the removal of the znn cmn lag screw, 10.5 mm, 90 mm on (B)(6) 2016, the slot of the screw for the screwdriver broke. It was impossible to remove the screw. A new surgery has been planned.